Event description:
It was reported that a pump exchange was done on (B)(6) 2025, and the surgeon noticed difficult preparation of the pump with severe bleeding complications. Coagulation was uncontrollable by surgeon and anesthesiologist, and the patient passed away in the intensive care unit a few hours after redo operation. The cause of death was uncontrollable coagulation complications, and the pump was working as expected. No pump related issues were reported. It was reported that the patient's outcome was not device or therapy related. The device would not be explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6) , was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1, "introduction," lists bleeding as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.